Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the inability to communicate with the monitor was a defective r6 resistor. The resistor value was above specification. The cause for the defective resistor was extensive electrical damage on the distribution node pca. The cause of the electrical damage is that the driven ground relay component k1 did not energize (did not open) prior to pulse delivery during testing. The root cause of the lack of energizing at k1 cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the electrode belt was unable to complete incoming functionality testing.